Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller alleged that the following results were obtained on a neonate patient 1 minute apart on the inform ii system: 34 mg/dl and 51 mg/dl. No adverse event was reported. The alleged product was replaced and requested for evaluation.